Manufacturer narrative:
Conclusion code: the product was not returned for evaluation. Without the return of the device, penumbra cannot determine if there was a device malfunction. No device malfunction or issue was reported by the user. Device used and discarded-no device prob...

Event description:
The initial report for this event was filed for the reperfusion catheter 041 (MDR 3005168196-2012-00232) because this was the device in the area of treatment. However, a penumbra neuron delivery catheter 070 was also used during treatment, placed proximally in the patient's vasculature. Therefore, this MDR is being filed in order to report the use of this device during the case as well. Based on all information provided by the physicians and the patient's mother, it is not believed this device was related to the patient issue. The initial report of the event is as follows: on (B)(6) 2011, the patient was treated for an m1 occlusion. The physician started with a penumbra neuron 070 then advanced a penumbra reperfusion catheter 041 over a stryker synchro 14 guidewire and stryker sl-10 microcatheter. The physician then injected tpa and the clot resolved. The catheters and guidewire were removed. The patient was considered clinically ok. The patient was a minor at the time of the procedure and was therefore released for follow-up care to a pediatric facility where the patient complained of headaches. At this facility, MRI images were taken and the physician told the patient's mother that there was something left behind in the patient's brain in the area of treatment, a "susceptibility artifact" noted on the MRI. Since the initial report of this event on june 22, 2012, penumbra has received additional information from the patient's mother and the treating physician at (B)(6) hospital. The images taken at (B)(6) hospital during the time of treatment were provided in addition to the images from (B)(6) hospital taken during post-treatment evaluation. These images, in addition to information provided by the treating physician and the patient's mother, were analyzed by penumbra's (B)(4) officer and the analysis was provided, in a letter and follow-up communication, to the patient's mother. The additional information and analysis results are as follows: the treating physician confirmed that the only penumbra devices used during the procedure were the neuron delivery catheter 070 and the penumbra system reperfusion catheter 041. Mechanical thrombectomy was not performed with the penumbra system as it was unnecessary after a positive response to the administration of tpa. Review of the images by penumbra's (B)(4) revealed that all of the MRI images from (B)(6) hospital indicate two areas of susceptibility artifact with bloom, on the left side in the high convexity, most evident in the gradient echo sequences, and remain unchanged throughout the image sequences taken on (B)(6) 2011 and (B)(6) 2012. The images taken during the (B)(6) hospitalization were also reviewed. The evaluation revealed that, accounting for the differences in imaging protocols at the two hospitals, the (B)(6) images also show areas of susceptibility artifact in the high convexity on the left side of the brain and appear similar to those seen in the images taken at (B)(6) hospital. We cannot determine the nature or origin of these susceptibility artifacts. They may be attributable to blood byproducts, metal artifact or other factors. If the susceptibility artifacts appearing on the images are metallic, it is highly unlikely that they originated from a penumbra product. The penumbra devices used during the procedure were the neuron delivery catheter 070 and reperfusion catheter 041. While, both of these devices contain some metal structural elements, all of the metallic materials are completely encased in the polymer body of the catheter. For any metal to be exposed, the device would have to undergo catastrophic failure. If this had occurred, the failure would have been noted by the physician during the case or after removal of the devices from the patient. No penumbra device malfunctions or failures were reported to us by the hospital after use during this case. Penumbra is not aware of any cases similar to this involving our products where there has not been a catastrophic failure of a product. During follow-up with the treating physician at (B)(6) hospital on (B)(4) 2012, the physician stated that his review of the images showed something that is creating the artifact in the image in question but, it is unknown what that something is.